Event description:
The patient had placement of 12-french g-tube (1.0cm stoma length with 3ml balloon) during operating room procedures. About 3 weeks after, the initially inserted 12-french g-tube "fell out" and was found to have broken balloon. Replaced the g-tube with same size and brand and fluoroscopy was required to verify placement. About 1 week later, the mic-key 12 fr.-1.0 cm catheter was again found with ruptured balloon. Replaced (same size and brand) and again required fluoroscopy to verify placement. Another week later, the old mic-key 12fr- 1.0 cm catheter was again found with balloon ruptured. Track dilated and a 14 fr-1.2 cm mic-key was placed without fluoroscopy guiding. Halyard health was aware of the event and investigating with (B)(6) hospital.